Event description:
A high blood glucose level was reported, with the display showing "high," though no specific value was given. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on approved insulins for the pump. Technical support instructed them to replace supplies and resume insulin therapy.